Manufacturer narrative:
Product implicated is a 3 french catheter. Returned for evaluation is the catheter only, which measures 30.2cm. Lot history review was not possible since no lot number was indicated. The catheter leaked immediately distal to the reinforcing shim. Under 50x magnification, the leak runs along the length of the catheter and curves back forming a flap. The catheter tubing is bulged and permanently deformed at the hole. The slit inner surfaces are granular and jagged. There are no crows feed at the corners of the slit. The tubing does not appear to have been cut. These signs indicate a burst type failure due to over pressurization of the lumen. The complaint is confirmed, as the catheter leaks and should be reported as user-related due to burst failure caused by over pressurization.

Event description:
The catheter was placed in a 19 yr old pt. The catheter broke at the hub and was removed. No other info is available.